Event description:
It was reported that the surigphor bottle cracked during a case when the cap was being screwed on. No health consequences were reported.

Manufacturer narrative:
It was reported that the surigphor bottle cracked during a case when the cap was being screwed on. No health consequences were reported. Note, the date of event is considered to be a best estimate as (06-oct-2025) based on the date of awareness. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
It was reported that the surigphor bottle cracked during a case when the cap was being screwed on. No health consequences were reported. Note, the date of event is considered to be a best estimate as (06-oct-2025) based on the date of awareness. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: h11: this supplemental MDR is submitted to document the results of investigation performed to analysis root cause. Based on the information available, the reported event has been confirmed. A definitive cause for the cracked bottle could not be determined. A device history record review found no non-conformances associated with this issue during production of the reported batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, e1, g3, g6, h2, h6, h10, h11. Corrected field: d4 (UDI). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surigphor bottle cracked during a case when the cap was being screwed on. No health consequences were reported.